Event description:
The customer reported that the system displayed an error message and would not save images. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation and identified the problem. No further information is available.